Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, flow accuracy verification was performed. The pump is no longer in the as received condition for proper evaluation of the reported 'failed volume test'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The device will pass all testing required of the service process prior to return to the customer to ensure all specifications are met. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed calibration/volume test 18.1ml". This occurred during programming/setup. There was no patient involvement. No additional information is available.